Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating a patient was transferred to the hospital then admitted on (B)(6) 2015. Patient reported having fever at home and wetness at driveline exit site. Upon admission temperature was 97.8 degrees fahrenheit. On (B)(6) 2015, abdominal wall: gram stain: +wbc/no organisms and culture was negative. Catscan (CT) scan on (B)(6) 2015 showed no discrete fluid collection adjacent to the driveline line exit site, +streak artifact. Catscan (CT) of chest noted for moderate left sided fluid collection with associated atelectasis/consolidation but otherwise unimpressive. Patient was given vancomycin 750 mg IV once empirically. On (B)(6) 2015 urine analysis, urine culture were negative. Blood cultures collected were negative x 2. Patient has remained afebrile & hemodynamically stable through their hospitalization. No source of fever identified. Patient was asymptomatic. There is concern because skin at driveline exit site is not closed around driveline. Patient discharged (B)(6) 2015 on po doxy 100mg bid for 1 month as prophylaxis.